Event description:
Info received indicates the bed exit system is not working.

Manufacturer narrative:
The technician replaced the defective tape switch sensors and the j-box for the sidecom to repair the bed.